Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 6mm from the tip. There is blood present in the balloon and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. A 2.00mm x 15mm emerge balloon was advanced for dilation. However, during inflation, balloon ruptured. The procedure was completed with a different device. No patient complications were reported.